Event description:
It was reported that the insulin pump had physical damaged. Customer stated that the insulin pump had cracks at the reservoir compartment and screen. The cracks due to customer dropped the insulin pump. Customer stated the insulin pump functioning as designed. Customer's blood glucose was 97 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.